Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The product was visually evaluated. The lactosorb rapid flap clamp that was returned is potentially biohazardous as there is blood on the post and therefore cannot be removed from the bag. Visual evaluation was done through the bag. Visual evaluation confirmed the complaint as the post is fractured. The most likely cause of the posts fracturing is determined to be due to excessive force being exerted onto the post.

Manufacturer narrative:
The initial report stated "there was a three minute surgical delay and patient injury." This was an inadvertent error, there was no patient injury reported.

Event description:
There was no patient injury reported.

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the product could not be fixed during surgery. Another clamp of the same item number was used to complete the surgery. There was a three minute surgical delay and patient injury.

Manufacturer narrative:
After further investigation it was determined the device received was fully intact. Functional testing was performed by tightening the outer plate; when the outer plate was spun it was seen that the implant functioned as intended. The most likely underlying cause of this complaint cannot be determined as the implant functioned as intended.